Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia to approximately 60¿61 mg/dl following a preceding hyperglycemic excursion up to about 400 mg/dl, with high glucose outside range for about 5 hours and low for about 20 minutes; the sequence occurred after eating without announcing the meal while glucose was elevated, followed by corrective actions that led to overcorrection and subsequent rebound lows, and the user treated the low with oral glucose. Symptoms included hypoglycemia. Outcomes included transient loss of glycemic control without need for medical intervention. Investigation included review of synced device data and user report, along with troubleshooting and education on meal announcement and avoidance of overcorrection. Investigation of this case revealed that unannounced carbohydrate intake and subsequent user-driven overcorrection prompted algorithmic corrective dosing that contributed to a postprandial spike and subsequent low; device performance and components were not found to be malfunctioning. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.